Event description:
Dexcom g6 applicator stuck during application of a new sensor. The needle did not retract as designed. I had to whack the applicator multiple times with force to get the needle to retract from my arm. The event was painful but did not cause serious harm. However, I have used this device since 2018 without problems. Over the past 6 months the quality and reliability of this device has declined. I informed dexcom of the defective applicator and offered to ship it back for investigation and was told by support that it was not necessary. They made a note on my account and ended the call. I would like to also add that I am a nurse practitioner and highly informed about proper application, this was not a user error. There are hundreds of diabetic consumers who are struggling with the decline in quality control with dexcom g6 device. The most pressing are applicators that are not deploying properly, dermatitis from the adhesive, and signal loss from transmitter to phone, insulin pump, and/or receiver. It is my hope that the FDA can look into these complaints to help resolve the decline in quality of this product. FDA safety report ID # (B)(4).